Event description:
A hemodialysis center reported that during a hemodialysis treatment the instrument did not remove the expected ultrafiltrate. The instrument was inspected and it was found that an ultrafiltration regulator was not functioning. The instrument had passed the self-test but was not removing fluid. The customer reported there was no patient injury or medical intervention. The patient was moved to another instrument to complete dialysis. The issue was resolved by replacing the ultrafiltration regulator. This incident is being reported because similar incidents have been reported in the past.